Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved after follow up that the procedure was completed with the same device by adding the air of the amount that was leaked.

Manufacturer narrative:
Visually, the product was returned in a plastic bag. There was no damage noted (with unaided eye) in the construction of the device. There were traces of contamination found on the inflation tube (at the proximal end of the inflation tube). There were also traces of residue (grey in color) found on the trace pads. Functionally, a syringe was used to inject 15cc of air into the cuff. The cuff inflated/deflated with no issues. The inflated cuff was submerged under the water for leak observation, and there was no leakage coming from the cuff. The inflation tube was also submerged under the water and leakage showed. The leakage was coming from the valve (near the proximal end of the inflation balloon). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that air leaked from the cuff. There is no known patient impact. Additional information recived after follow up the cuff and tube checked prior to use to ensure proper functionality and it functioned properly. Leak was discovered after intubating. The tube was used during procedure. The issue occured after the cuff of the tube was inflated and the airway was established.

Manufacturer narrative:
H6: fdc code has been updated. Previous code d02 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.